Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal delivery and during the priming/loading sequence. There was no reported impact to the customer's blood glucose level. The customer performed a system check and the occlusion appeared to be within the cartridge. After one system check, a small hard "bead" was removed from the cartridge pigtail. The customer indicated that the pump would continued to be used to manage diabetes.